Manufacturer narrative:
A supplemental report is being submitted for device evaluation and additional product: product event summary: the driveline boot cover (lot r011226) was returned for evaluation. The driveline cable associated with (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the driveline cover's inspection documentation and the pump's manufacturing documentation confirmed that the associated devices met all requirements for release. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed that the driveline outer sheath and strain relief were damaged. The visual evidence also revealed discoloration of the outer sheath. Visual inspection of the returned driveline boot cover revealed slight discoloration around the edges and foreign material within the device. Functional testing using a sample driveline connector revealed that the driveline cover's axial retrieval force exceeded the current system requirement, indicating that the driveline cover was more difficult to remove. Dimensional verification revealed that the driveline cover¿s inner diameters were found to be below specifications. Supplemental testing previously performed on similar samples revealed that the driveline covers analyzed exhibited increased hardness and material stiffness as compared to a control sample. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the reported driveline damage. The most likely root cause of the driveline strain relief damage may be attributed to factors such as normal wear over time and/or the handling of the device. Based on the investigation conducted under capa00188, the most likely root cause of the driveline sheath damage and discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. Additional products: d1: heartware ventricular assist system ¿ driveline cover d4: model #: 1175- / catalog #: 1175- / expiration date: unk / lot#: r011226; d10: no h3: yes h4: mfg date: unk h5: no h6: patient ime code(s): e2406 h6: imf code(s): f26 h6: img code(s): g04037 h6: FDA device code(s): a150207 h6: FDA method code(s): b01, b14 h6: FDA results code(s): c07, c06 h6: FDA conclusion code(s): d1501 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for inclusion of this event as being in-scope for field action 3007042319-12-06-2022-005-c. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: dvfb1d1 ICD, implanted on: (B)(6) 2017. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the clinic for a routine visit and it was noted that the patient's drive line boot had hardened to the point that it was not able to be slid back off the connector. A heat gun was used to loosen the boot, remove, and replace the boot with a more compliant one. Six months later, there was observed damage to the patient's strain relief at the connector. According to the engineer, this is not a new problem. The patient was implanted in 2014 and has had to have rescue tape applied to his driveline several times over the years. No alarms noted. Servicing repair was performed. The driveline remains in use. No patient complications have been reported as a result of this event.